Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient experienced significant bleeding in the lung, a brain air embolism, and expired the next day. The physician reported that the ion system functioned as expected with no malfunctions. The physician reported that needle, followed by cryoprobe biopsies were performed on both the upper and lower parts of a paratracheal lesion in the left upper lobe. The bleeding occurred after the second cryoprobe biopsy with an estimated blood loss of 500-600ml. The bleeding was controlled with manual bronchoscopy, airway clearing and a balloon blocker. The intervention required manual bagging by the anesthesiologist for ventilation and oxygenation. The patient was stabilized with control of the bleeding and was placed on a ventilator. Later, the patient experienced twitches but had a persistently obtunded altered sensorium. A CT of the head demonstrated air in the left hemisphere. The patient was transferred to another facility for hyperbaric oxygen and expired the next day. The patient had a history of prior lung cancer treated with radiation therapy to the lesion site. After an unspecified time, an area of growth was found at the post-radiation scarring site leading to this lung biopsy procedure. The lung tissue was reported to be very hard and fibrotic.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed that no related system errors occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion endoluminal biopsy. The target lesion was in the fibrotic and scarred area in the left upper lobe where a prior lung cancer was diagnosed by ion endoluminal biopsy then treated with radiation. The target lesion was changing over time, concerning for malignancy. Tissue acquisition on biopsy was challenging due to the previously radiated tissue leading to post radiation fibrosis and scarring. After biopsying a second area with 19g and 18g needles followed by cryobiopsy, bleeding was noted with an ebl of 500-600ml. Hemostasis was achieved but did require manual bag ventilation for transient hypoxia. A persistently obtunded sensorium prompted cns imaging revealing air embolism. Given the available data, the fatal air embolism was procedure related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. --ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. --he yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. --asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Section a2: estimated age is "60's" years old. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.